Manufacturer narrative:
(B)(4). Batch # n53j47. The analysis results found that the cdh25a device arrived sterile. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. The following information was requested, but unavailable: where within the gap setting scale was the orange indicator prior to firing? No information. What confirmation was received that the device was fully fired? No information. Did the device staple? No information. Were there any staples missing from the staple line? No information. What was the shape of the staples (b-formation, irregular, legs straight)? No information. Did the device cut? No information. Was the cut line fully circumferential around the target tissue? No information. If the device fully cut, were both tissue donuts present? No information. If the device fully cut, were both donuts complete? No information. .

Event description:
It was reported that during a lap anterior resection, there was an unexpected resistance at firing on the rectum. Another device was used to complete the case. There were no adverse consequences to the patient.